Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient was programmed around the 4 contacts that could not be used due to their impedances. No further information was reported.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's new ins had 4 contacts that could not be used due to impedances, on contacts 0,3,4,7. The contacts could not be checked with the old ins as it was depleted. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for spinal pain and failed back surgery syndrome.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient had a lumbar ablation done on both sides which was not related to the device or therapy. The patient did not bring his patient programmer to the appointment. The manufacturer representative checked the patient¿s impedances post-ablation procedure, and the patient¿s 0-7 lead was showing greater than 40,000 ohms do not use on all contact pairs. The patient is on high dose settings and they are only using electrode 8-15. The patient could not feel stimulation since he is on high dose settings. No actions have been taken to resolve the high impedances as the patient was able to get therapy by reprogramming around the high impedances. There were no falls or trauma related to this issue. There were no patient symptoms or complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: product type: lead. Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Additional information regarding regulatory report # 3004209178-2019-21804 will now be submitted via this regulatory report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.